Event description:
It was reported that during an anterior cervical discectomy and fusion (acdf) surgery, it was observed that the cutter device was "more aggressive than usual". According to the report, it was observed by the surgeon that the "depths of flute were deeper than original design". There was a fifteen minute delay to the surgical procedure as a result. An identical spare device was available for use. There was patient involvement. However, no injuries, medical intervention or prolonged hospitalization were reported. The patient's post-surgical outcome was reported as fine. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(6) evaluates the device, a supplemental medwatch report will be sent accordingly.